Event description:
Acufex duckling upbiter broke during a right knee arthroscopy, partial medical menisectomy. While performing the procedure one of the jaws of the arthroscopic nibbler broke off in pt's knee. Pt was informed of this incident. Arthroscopy procedure was changed to an arthrotomy in order to remove foreign body. Pt's knee was x-rayed on the table. This incident occurred in 2002. And was not reported to smith & nephew. Endoscopy at that time. No other information is available for this incident.